Event description:
It is reported that a customer states that their insulin pump is not functioning correctly. The patient's blood glucose level was 380 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with removing the reservoir and rewinding the pump. The customer reinserted the reservoir and the pump worked as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.